Event description:
It was reported that during a stenting treatment procedure withdrawal difficulty occurred. The 70% stenosed, 24mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated with a non bsc balloon and then the 2.5x24mm taxus element stent was advanced the lesion and was successfully deployed. When the physician attempted to remove the stent delivery system (sds) from the deployed stent he experienced "minor difficulty" extracting the sds from the stent. It was believed that the difficulty was due to slightly poor rewrap of the stent delivery balloon. The balloon was fully deflated before attempting to remove the sds and the device was successfully removed from the patient. It was noted that the sds was intact and the taxus element stent remained well positioned and apposed in the lesion. The procedure was successfully completed at this point with no patient complications reported. The patient¿s current condition is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).